Manufacturer narrative:
H.6. Investigation summary: eight open 32g x 4mm pen needle samples were returned from lot. No. 8185548, cat. No. 320566. Visual examination was carried out on all eight samples and a bent non patient end of cannula was observed on five samples and a broken non patient end of cannula was observed on the remaining three samples. Due to the condition the samples were returned no clog testing could be carried out. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Conclusion: as all samples returned were open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that during use of the pen ndl 32g 4mm pro 100 box ap the needle was clogged due to bent needle on non-patient end. There were eight instances of clog, three bent needles and five were missing the needle on the non patient end. The following information was provided by the initial reporter: non-patient side needle bent. A patient complained about needle clogging due to bent needle on non-patient end. She stated that she knows how to attach needle.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the pen ndl 32g 4mm pro 100 box ap the needle was clogged due to bent needle on non-patient end. There were eight instances of clog, three bent needles and five were missing the needle on the non patient end. The following information was provided by the initial reporter: non-patient side needle bent. A patient complained about needle clogging due to bent needle on non-patient end. She stated that she knows how to attach needle.